Event description:
It was reported that the 6600 system would not complete boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a proactive measure, cleaned power supply contacts and adjusted output to 5.05vdc. The system was tested and found to be working as intended and placed back into service.